Manufacturer narrative:
H10 narrative: the ai1000 software was changed in version 4.2.6.0 to allow a background service called arsnetcom.exe to install into the local database images that it received when the main application was not running. This software change included an anomaly where if two studies were being received simultaneously when the main application was not running then the arsnetcom.exe service could potentially update the database incorrectly, pointing to the wrong image file on disk (the images were correctly placed on the disk, however the database pointer to the image file was potentially referenced in error).

Event description:
Customer site has a ge enterprise archieve (ea) that routes images to several ai 1000 (mfg by camtronics). Frequently the ai1000s show a study split in 2. The first study is incomplete but all images that are present are viewable. The second study (with redundant pt name, study date) has thumbnails for the images that are missing from the first study. The thumbnails look correct. However, when you try to view the images one of 2 things happen: 1.they fail to open (and log says file does not exist "e:\dicomxxx\usmf001"). In this case the dicomxxx is not correct- e.g. It says "dicom210" when it should say "dicom209." 2. Or, the image opens a file from a different study entirely. Pt annotation in the tile bar shows desired pt but the image is from another pt. This is happening when the incorrect "dicomxxx" folder described above actually contains an image file with the same name it was looking for, which is expected since the sw uses a common naming convention. No pt injury reported.